Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was not implanted successfully due to hair present inside the packaging. This device was sent for return. No adverse patient effects were reported.